Event description:
Procedure: unk. Patient sex: unk. Reportedly, the staples didn't stay in place and the surgeon had to complete the procedure by hand. No patient injury was reported and no additional information has been provided.